Manufacturer narrative:
The handpiece has been received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began smoking during an orthopedic case. The smoke was coming from where the blade attaches to the drill. Another device was used to finish the procedure. There were no adverse consequences reported as a result of this event.